Manufacturer narrative:
Section h4 has been updated with the device manufacture date for contour next one meter (s/n: (B)(6)).

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The returned meter was the one with the reading of 556 mg/dl. The second contour next one meter and contour next test strips involved in the event were not returned. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8lped12b, which gave satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. The device manufacturing date is not available.

Event description:
The customer from greece reported that within few minutes, she obtained blood glucose readings of 556 mg/dl and 202 mg/dl on two separate contour next one meters. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.